Event description:
Caller states the patient tested 3.7 inr on the coaguchek s system and 2.6 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the cot dropped with the pt on it, to its lowest level, after which the pt reported of back pain.